Event description:
Pt had a sudden discharge of their device with no accompanying symptoms. Interrogation of device revealed 5 shocks with 4 aborted shocks and 45 episodes of nonsustained tachycardia, all due to lead failure. Pt was upgraded to a dual chamber device.

Event description:
Add'l info rec'd from MFR 9/10/04: the info provided by rep when the lead was returned indicates 'sensing difficulty' with 'inappropriate shock due to oversensing'. In addition, the physician observed a 'gap' in the rv conductor, in the pocket, prior to explant. This is the only info received about the incident. Analysis results indicate a depression breach in the outer insulation material, exposing the rv conductor at the distal portion of the lead. The conductor continuity was found to be within specifications, with no fractures or 'gaps' observed. It was determined the lead was out of specification, in a manner that relates to the event. Company does not have a date(s) when the oversensing occurred, june in 2004. MFR received the info, with the returned lead, in june 2004. The lead does not have a life expectancy. Monitoring indicates an average cumulative survival probability of 97.1%, after four years, based on the tachy chronic system study (tcss), a multicenter study designed to actively collect data on tachyarrhythmia systems during the life of the device. Lead performance is monitored by the tcss and reported to physicians via the medtronic product performance report. The model 6945 lead performance compares favorably with other similar high voltage leads.